Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. Blood glucose value was 112 mg/dl. The customer was trying to deliver a bolus when the alarm occurred. Customer was advised to discontinue the use of the device and revert to a back a plan. The customer stated she has a backup insulin pump and declined to receive a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.